Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 597 mg/dl. The customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing and headache. The customer was using insulin pump within 48 hours of reported event. The customer was treated with bolus and insulin drip. Customer did not alleging insulin pump was under delivering. Customer stated that the auto mode feature was of insulin pump was active. The insulin pump will not be returned for analysis.